Event description:
It was reported that during routine follow up, this right ventricular (rv) lead was found to be dislodged. The lead also exhibited high capture threshold and low amplitude r waves. The patient is scheduled for a lead revision. Reportedly, the patient is not dependent on rv pacing and reported no symptoms. The lead remains in service at this time. No adverse patient effects. Additional information provided indicates the lead revision was performed as scheduled and the rv lead was successfully repositioned. Reportedly, the lead appeared normal under fluoroscopy, therefore, it is believed the lead was possibly micro dislodged. The rv lead remains in service. No additional adverse patient effects.

Event description:
It was reported that during routine follow up, this right ventricular (rv) lead was found to be dislodged. The lead also exhibited high capture threshold and low amplitude r waves. The patient is scheduled for a lead revision. Reportedly, the patient is not dependent on rv pacing and reported no symptoms. The lead remains in service at this time. No adverse patient effects.